Manufacturer narrative:
W/o a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was rec'd.

Event description:
During a scheduled rod replacement procedure it was noticed the veptr ii rib hook had dislodged. Surgeon removed hardware and pt was revised to spine to spine rod construct.